Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported " textured to smooth implant exchange". Healthcare professional later reported "one piece of fibromembranous tissue", "chronic inflammation", "foreign body giant cell reaction and dystrophic calcifications", "minimal skeletal muscle with generative changes". This record is for the left side. Device has been explanted.